Event description:
Description of event according to initial reporter: as reported to customer relations: "mildly tilted filter discovered yesterday during retrieval procedure. Extravasation (perforation) observed during post-shot that led to dropping vitals and a subsequent opening of the patient (unknown if on table or in recovery at a later time)." Patient outcome: no adverse effects was reported on the patient due to this occurrence.